Event description:
Kendall healthcare received a phone call in 2001 reporting an alleged adverse event involving a penrose wound drain. The patient alleged that the penrose broke off during removal attempts by the physician, and had to be removed in the day surgery center 11/00.